Event description:
During an rf procedure, the machine would not calibrate. After troubleshooting for 30 minutes, the procedure was cancelled. The placement location of the needle had been determined and the patient had been given local anesthesia. There is no adverse consequence reported due to this event.

Manufacturer narrative:
The device was evaluated and the error could not be duplicated. The display had a deep scratch, and seal was replaced, and maintenance was performed according to the most recent revision. The product was returned to the customer.